Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material clogged in the nozzle was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system describes the following warning. Inspection of the endoscope. 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. Inspection of the objective lens cleaning function. 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. ¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was also noted that adhesive of the bending section rubber had a crack. A chip and had a white clouded area. The scope cylinder was shaved and a flare occurred due a scratch on the objective lens. The light guide lens was also cracked and the adhesive around the lens was peeled. There were scratches noted throughout the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera duodenovideoscope forceps adjustment was malfunctioning. Upon inspection and testing of the returned device, it was noted that the nozzle had foreign objects due to insufficient cleaning. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.